Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-07187.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-07187. It was reported the patient complained of diminished pain relief from the scs system. In addition, the patient's right lead reflected invalid impedances. X-rays revealed lead migration. Consequently, the patient underwent surgical intervention wherein the patient's leads were explanted and replaced with a single paddle lead. Effective therapy resumed following the procedure.